Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose. Troubleshooting was performed. Programming was correct. The father stated that the insulin pump was not functioning properly and the dr wanted him to have the device tested. No further info was provided.